Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, the sensor wire was missing from the underside of the pod. Patient stated they did not have the applicator stick and was unable to inspect it. Patient used an alternate form of site preparation against user guide recommendations. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).